Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30579422l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. On the day of the surgery, the procedure was diagnosed with pvc. The procedure was completed without any problems (no pericardial effusion was detected by an ultrasound immediately after the procedure). On saturday, the following day, a small amount of pericardial effusion was detected in the postoperative test in the morning, but it was followed up. Pericardial effusion increased in the afternoon of the same day, and drainage was performed. The patient's condition was stable. Because the event was mild, the patient was followed up. However, since an increase was noted in the afternoon, drainage was performed. The patient's condition was stable, and the patient was scheduled to be discharged as scheduled. The physician commented that the echo immediately after the surgery showed no problem. Therefore, did not know at what moment the patient developed the tamponade. The force might have been too much engaged when the power was applied to the mitral annulus in a different way. Did not think a pop has occurred. Careful to perform ablation, but it might have been caused by over-ablation.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2022. The patient¿s gender is male. The physician¿s opinion on the cause of this adverse event was possibly procedure related. Drainage was performed. Patient outcome of the adverse event was improved. The smartablate generator was used during the procedure. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. Physician was not sure when the tamponade occurred. No error messages were observed on the biosense webster equipment during the procedure. Therefore, d10. Concomitant medical products and therapy dates was populated to add the unk_smartablate generator and a3. Gender to add the patient's gender. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 03-feb-2022, a correction was noted to the 3500a initial as b2. Is hospitalization initial/prolonged was incorrectly checked and b2. Is required intervention should have been checked. Therefore, checked b2. Is required intervention.